Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported foreign body in patient and pericardial effusion were cascading effects of the reported entrapment of device. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure while positioning the clip, the clip became entangled with the roof of the atrium. Troubleshooting was performed by trying to steer away from this area but was not successful. The clip was deployed and a pericardial effusion occurred. The blood was aspirated and the procedure continued and successfully implanted a mitraclip. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.